Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-15692. During an in clinic follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. A revision procedure was performed, which revealed lead fractures on both the rv lead and the right atrial (ra) lead. The rv and ra leads were capped and replaced to resolve the event. The patient was in stable condition.